Event description:
Attorney reports " a neurostimulator, including a model 7427 ipg, 3487a leads, and 7489-25 extenstions were implanted in plantiff by the surgeon for the treatment of back pain, that an additional neurostimulator was implanted eight months later, that she continued to complain of pain following the imlpants, that she experienced several complications following the imlpants, including infection following the second implant, that the leads could not be exlpanted because they "were placed so close to the spinal cord that not all of the leads could be safely removed without risk of paralysis and that plantiff has continuing medical complications.